Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to svt detection. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  ev240163 ev-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five months post implant the patient received an inappropriate shock from their extravascular implantable cardioverter defibrillator (ev-ICD) as the device had been withholding with svt (supra ventricular tachycardia) wavelet but then the match scores dropped to 58% and a shock was delivered. The patient¿s device has been alarming ever since the shock but the patient has been too busy to attend the clinic to have the alert reset. It was noted that the patient had been admitted to the hospital with the flu and they had stopped their medication. However, the patient is back on their medication now.  Therefore, not action was taken and the ev-ICD remains in use. No further patient complications have been reported as a result of this event.